Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing noise episodes were observed on the right ventricular (rv) lead. The physician elected to monitor the lead and not take any action for the moment. The patient's condition was stable. Related manufacturer reference number: 2017865-2015-05509.